Event description:
The manufacturer's representative reported at the patient expired due to complications of multiple sclerosis. The hcp reported that the patient was receiving an unknown daily dose of lioresal 2000 mcg/ml, in addition to morphine, concentration and dose unknown. Patient symptoms were not well-controlled by intrathecal therapy, per hcp, but he does not believe that contributed to her death. No autopsy was performed. A follow-up report will be sent if additional information becomes available.